Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The pt contacted lifescan in 2005 alleging hat the meter did not power on. It has been a couple of weeks since the last time the pt tested her blood glucose on her one touch ultra meter. The pt did not experience any symptoms at the time of testing. A medical professional treated the pt with glucose. There is no info on what the reading was on the medical professional's meter or why the pt visited a medical professional. The pt was using the correct vial of test strips and the battery was correctly installed and in good condition. The battery was replaced less than a year ago. The meter did not power on by pressing down on the button. Customer svc was unable to resolve the issue and sent the pt a replacement meter. There is no evidence of a serious injury since a blood glucose reading was not provided. The complaint is being reported as a malfunction, since the meter has no power; even though the battery was replaced less than a yr ago.